Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7128347/7127054.

Event description:
It was reported that the patients spinal cord stimulation (scs) was no longer working. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned as they were kept by the facility. No device malfunction was suspected.